Event description:
It was reported that during the unk surgery, device could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2024. D4: batch # 108c95. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with closure trigger broken and with a gst60b reload present. The reload was received unfired, however, the sled was noted to be damaged and incorrectly assembled, it is possible that the reload was manipulated, and the sled was manually reassembled. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Due to the condition of the device, no functional test was performed. Damage on the device, it is possible that the device was clamped over an excess of tissue or a hard object, resulting in damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 108c95, and no non-conformances were identified.